Event description:
A surgeon reported an interruption in procedure due to a system energy message, during one right eye lasik case. Message was acknowledged and the case was completed. No patient harm was reported. Additional information was received from the reporter, who stated that the momentary stop of the laser did not affect the treatment. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).